Event description:
It was reported the subject device had bad image quality. No patient harm reported.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.